Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; non-implantable; used: (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during a transcatheter aortic bioprosthetic valve (tav) replacement procedure, in a patient with a native bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed on the pre-existing 25mm non-medtronic (carpentier-edwards magna ease 3300 tfx) surgical aortic valve (sav). Following the bav, a medtronic 29 mm tav was deployed, valve-in-valve (viv), at an implant depth below the surgical valve frame. Prior to closure of the access site, the tav dislodged upwards into the ascending aorta and was abandoned. Of note, the physician identified complex viv anatomy as a contributing factor to the dislodgement. Following the dislodgement, an attempt to implant a non-medtronic (edwards) tav was made, but the device was unable to cross both the medtronic tav and the sav. Subsequently, the procedure was aborted and the sav remains the active valve. No patient complications have been reported as a result of this event.